Manufacturer narrative:
It was discovered on (B)(6) 2021 that statement "on (B)(6) 2021, mentor became aware that patient also experienced right sided capsular contracture baker grade unknown post procedure. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade unknown" was erroneously submitted in follow up report 2. Please see h11. Corrected data section for correction. Manufacturer¿s reference number: (B)(4) on (B)(6) 2021, mentor became aware that patient's left sided implant was intact. Reason for device explant and/or reoperation: anisomastia.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 3, 2021. Device evaluation summary: according to the information reported, the patient experienced a rupture on the smooth hpg, 700cc breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 700cc, had an area of delamination at the union between the patch and shell, causing gel leakage. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast reconstruction surgery with two 700cc mentor memorygel breast implant experienced bilateral rupture post procedure. As a result, patient underwent bilateral removal and replacement with two non mentor breast implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On may 14, 2021, mentor became aware that patient also experienced right sided capsular contracture baker grade unknown post procedure. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade unknown manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on september 2, 2021. Device evaluation summary: according to the information reported, the patient experienced a rupture on the smooth hpg, 700cc breast implant. However, additional information received confirmed that the left breast implant was intact at the moment of the explantation. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 700cc, had an area of delamination at the union between the patch and shell, causing gel leakage. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).